Event description:
While wearing the external equipment, the pt reportedly experienced pain, uncomfortable sensations, and intermittencies. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The pt was seen by a co rep for device evaluation. Testing performed confirmed the device was functioning. The decision was made to explant the device. Surgery to explant the pt's device has been scheduled.